Event description:
It was reported that during laparoscopic gastric bypass procedure the device was not performing as well in the surgeon expected during the procedure. He stated that it was cutting the tissue slower than expected; there seems to be more smoke during activation. The device did coagulate when activated. He was able to complete the procedure with the device. The surgeon observed the device and the jaws appear to be out of alignment, they are returning a picture for the engineer to review during analysis with the device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.